Event description:
It was reported the insulin pump was not turning on despite of customer inserting a new battery. Customer stated the device had no display. The device was not working. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents, however, found corroded battery tube during visual inspection. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.